Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported implantable neurostimulator (ins) extraction. There was an ins pocket infection with swelling and tenderness. The patient did not notify the physician of redness and swelling. The hcp noted on exam the pocket looked swollen and the patient expressed a discomfort when the hcp examined the pocket. When the hcp opened the pocket, a brown thick mucosal liquid came out and a picture of the culture was sent to the pathology lab. The lab reports were not available to the rep. The ins pocket was flushed. The lead incisions and the leads appeared normal with no sign of infection. The entire system was withdrawn from the patient in a sterile manner. The products were visually analyzed and discarded. It was decided to explant the entire system and they planned to implant with a new system in the near future. At the time of the report, the issue was resolved. Relevant medical history included failed back surgery syndrome and spinal pain.